Event description:
Drive devilbiss is the initial importer of the device which is a wheelchair. We have not received the device for evaluation. A replacement was sent to the customer. The user was getting up one night to go to the bathroom. She held onto the wheelchair and it rolled out behind her. She fell and fractured her femur. She continued to use the device. It rolled out under her again, she fell, broke her hip doing rehab.